Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 600 mg/dl. Customer gave a correction bolus via pump to address bg. A system check was performed and it was found that the control iq software was not activated which contributed to the elevated bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.